Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024. Insertion site was buttock, thigh, and abdomen. Infusion set has been used for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.